Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 3 a review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: brief inquiry description. Easy pump lt finished early. Detailed inquiry description: having problems with our 5fu pumps running too fast. We are giving pts specific instructions verbally with printed troubleshooting guide and patient handout. Some pts finish in 24 hrs, some in 36 hrs.